Event description:
Customer reportedly received result of 130 mg/dl on the aviva system and 330 mg/dl on professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.